Event description:
The device was used during a laparoscopic hysterectomy procedure. It was reported by the affiliate that the suture post broke. A new device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Results of evaluation: conclusion: based on the visual examination it was confirmed that the suture post is broken, the broken tie post was not received. No conclusion could be reached as to how it occurred.